Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported the patient's blood glucose level rose to 26 mmol/l (468 mg/dl) while wearing the pod for less than 1 hour. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was placed. The pod has been discarded.